Event description:
Reporter reported the electronic scale that is the essential part of the daylink monitor device was not accurate. They stated the scale was off by 11 lbs when used against their home scale which they calibrated by using a 5 lb. Bag of sugar. Reporter stated they reported this discrepancy to the manufacturing company. Reporter was returning the device to the company. Reporter concern was the wrong daily weight entered into the system by the daylink monitoring scale could result in the wrong info given to the doctor, who in turn, could prescribe the wrong follow-up treatment such as an increase in diuretics which could cause serious consequences when not needed. Pt suffers with chronic heart disease.